Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history indicated that insulin delivery values correctly reflected programmed rates. The pump was exercised for 29 hours with no insulin delivery issues. A review of the pump history indicated that loss of cartridge detection and loss of prime warnings had occurred which could not be duplicated during testing. Evaluation revealed an intermittent connection at the force sensor pins. A cartridge of lot number b201606 was returned with the pump for evaluation. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test and force test was performed with no failures observed for either test. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that she had been getting loss of prime warnings several times at random within (B)(6). The patient claimed that the warnings were occurring after attempted boluses were performed and she was not receiving the boluses. The patient admitted, however, that the history was not being checked to verify that the boluses were being delivered. The patient also reported that her blood glucose (bg) level reached "577 mg/dl" with positive ketones. The patient was reportedly treated with insulin via injections which helped to resolve the elevated bg level(s). No loss of power issues were observed. The battery/cartridge were not removed without priming. The cartridge cap was noted to be secure and no related alarms were observed in the pump history. The alleged issue appeared to be occurring although the patient was using different cartridges from different boxes. This complaint is being reported due to the following conclusion: the patient claimed that the pump was giving her loss of prime warnings, she was not receiving her boluses, and that she developed a bg level that meets animas' criteria for a serious injury. However, the reported injury can be attributed to possible user-error. The alleged product issue is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason.